Event description:
The customer reported that the t:slim x2 pump battery was not charging, and a power source alert was present around the time the issue surfaced. There was no reported impact to the customer's blood glucose level. The customer initially did not leave the wall adapter plugged in for 30 consecutive minutes, as advised by technical support. After following these instructions, the pump began charging without leading to a shutdown or inability to turn back on. Although the issue was resolved, the customer expressed discomfort with the current charging supplies and wished to purchase replacements through tandem. Technical support arranged to send a replacement wall adapter and charging cable upon the customer's request, and no further action was required.